Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
A patient reported they experienced the events of ¿experiencing symptoms of the cancer¿, ¿has a mass¿, ¿pain¿, and ¿has fluid¿. Additionally, the patient reported ¿lymph nodes are radiating up my chest , shoulder and back¿. This record is for the left side. The device remains implanted.